Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported through the filing of a lawsuit that allegedly an MRI scan revealed a fluid collection in the right hip; metal ion testing measured elevated levels of cobalt (5.4 ug/l) in patient's blood. It is further alleged that based upon these findings and patient's symptoms, he was revised on (B)(6) 2015. It is alleged that during the surgery, the surgeon noted "metallosis and trunnionosis and metal debris." He also discovered a "severe amount of brown tea-colored fluid and brown-stained necrotic tissue.